Event description:
It was reported that during internal carotid artery-ophthalmic (c6 segment) saccular aneurysm procedure, the proximal end of the subject flow diverting stent was not fully deployed as per core lab reading. A balloon catheter was used to get the perfect vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during internal carotid artery-ophthalmic (c6 segment) saccular aneurysm procedure, the proximal end of the subject flow diverting stent was not fully deployed as per core lab reading. A balloon catheter was used to get the perfect vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.